Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the pim needed to be replaced. However, the customer has opted not to replace it. If more information is received the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the blood infusion in a repaired cardiosave intra-aortic balloon pump (iabp). There was no harm reported.